Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united kingdom alleged a discrepant result for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged two samples initially generated a positive result for influenza a/b and a negative result for sars-cov-2. The samples were retested with an unknown assay and yielded negative results. No harm was alleged. An investigation has been initiated and is ongoing. Per FDA¿s eua guidance, 2 MDR will be filed.

Manufacturer narrative:
An investigation is in progress. A supplemental report will be filed upon the completion of the investigation. Initial reporter name and address: facility name truncated due to character limit: (B)(6) nurse in charge.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united kingdom alleged a discrepant result for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged two samples initially generated a positive result for influenza a/b and a negative result for sars-cov-2. The same samples were retested with an a competitor assay (ausdiagnostics respiratory 24-well panel, or the hologic aptima sars-cov-2) and yielded negative results. No harm was alleged. Per FDA¿s eua guidance, 2 MDR will be filed.

Manufacturer narrative:
Although the root cause cannot be identified, it is confirmed that true amplification was observed during both runs # 3490 and # 3516 on analyzer s/n (B)(6). Review of the data shows that the previous run, # 3490 and # 3516, had generated a strong positive for both influenza a and influenza b. Although it cannot be confirmed, it is always possible that the runs was contaminated due to sample handling or that there was a sample mix-up during testing. Overall, no product problem was identified. Added component code and evaluation method codes. Updated evaluation result and conclusion codes per investigation conclusions. Updated b5 and b6 to reflect that: the retests were done on the same samples and performed using ausdiagnostics respiratory 24-well panel, or the hologic aptima sars-cov-2 assay. The customer collects nose and throat swabs (not nasopharyngeal and throat) and that throat swabs and thecollection kit used are off-label.